Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be performed as no lot information was provided. Based on the available information we were not able to fully investigate this issue therefore a root cause cannot be determined at this time. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found that coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that the bd phaseal¿ protector p50 experienced foreign matter/coring observed in vial or fluid path. The following information was provided by the initial reporter: material # 515105 batch # unknown (provided 191226aa). Pharmacist reporting a problem with reconstituting (product) pharmacy technicians using phaseal closed drug system, have noticed foreign material in vial , after adding 25 ml of 0.9% sodium chloride. Small gray piece in vial looks like vial stopper. The pharmacy technician removed the vial cap and disinfected per our protocol. The vial was placed on the bd phaseal assembly fixture base between slide clamps. Then the cap from the bd phaseal protector (p50) manufacturer #515105 bd application closed system transfer device for use with for drug vial necksize 20 mm specifications 50 ml pressure equalization, green protective lid, single use, sterile unspsc code 42222201 features the protector is a pressure equalization device, permanently attached to the vial and used in the preparation of drugs from either powder or liquid form a protector provides closed pressure equalization through the sealed expansion chamber and dry connections via the double membrane technique. It effectively ensures there is neither overpressure nor vacuum when air or fluid is injected into or aspirated from the vial fits to drug vials with necksize of 20 mm when attached to a vial protector 50 has an equalizing capacity of 50 ml of air was removed and placed in the assembly fixture. Using downward force on the handle, the phaseal protector was attached to the vial. The vial was removed from the assembly fixture and the diluent was added. At that point, the technician noticed the grey particle in the solution.